Event description:
It was reported that the patient's transmitter power cord was broken and that the cables extending from the power cord appeared burned. There were no patient consequences. The transmitter was replaced.

Manufacturer narrative:
The transmitter was returned for evaluation with a field complaint of no lights/power. The reported physical and burn damage to the power cord was not confirmed. Visual inspection identified physical and burn/melt damage localized to the plug adapter of the ac power adapter. No damage was observed on the transmitter housing or on the ac power cord/cable (no exposed wiring noted). The damaged plug adapter was removed, and inspection of the metal contact pins revealed no abnormalities. The original plug adapter was replaced with a known functional test adapter. Upon connection to a verified ac outlet, the transmitter powered on successfully. The delete data procedure was also completed without issue. Based on the evaluation, the no-power condition is most likely attributable to damage to the ac power adapter plug, potentially caused by high current flow at the ac wall outlet, leading to failure of the plug adapter.